Manufacturer narrative:
This is a rental bed and it was determined by the hill-rom tech that the caster was damaged during the loading process. He replaced the caster to resolve the issue.

Event description:
Information received indicated the brake on the right head caster would not hold.